Event description:
Dentist reported when placing the implant at tooth site #24, driver doesn't disengage from the implant. No impact on the patient reported. Proceeding was completed with another tool and implant.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) rhl2.5, (retaining 2.5mm hex drive r long) for evaluation. Visual evaluation of the as returned devices identified the driver with signs of use. The driver was stuck inside the implant's mount and couldn¿t be removed, during functional testing. DHR review was completed for the subject lot number 62735177. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 62735177 for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect techniques used - clinician error. Therefore, based on the available information, and functional testing a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.